Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a physician's office that the pt developed a "severe staph infection" around the generator. The device had to be removed, and the pt sated he did not want it replaced. A review of the pt's lead and generator's design history records showed they were both properly sterilized before shipping. The pt's physician stated additional info was unknown to them as the pt was followed in his home-town by an unk doctor. Attempts for further info have been unsuccessful to date.